Manufacturer narrative:
Patient information was unavailable from the site. (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that after the procedure , the cobbs could not be detached from the navlock. There was less than an hour delay in the procedure. The procedure was completed with no patient injury.